Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that they experienced high blood glucose level of 433 mg/dl. Father stated they called yesterday due to high blood glucose also stated the customer is new to the insulin pump. Father stated the infusion set was not the problem. Troubleshooting could not be performed since his daughter was not available.